Manufacturer narrative:
Updated field: b4; g3; g6; h2; h6 investigation findings, investigation conclusions, type of investigation, component codes; h11. Corrected fields: e1 event site telephone. A getinge field service engineer (fse) observed that the valve assembly control board was found to be faulty. The valve control panel was broken. The valve assembly control board (d670-00-0639e) was replaced. The device has passed all factory-specified performance and safety test specifications and has been delivered to the customer and is ready for clinical use.

Event description:
N/a.

Event description:
It was reported that during routine pre-use inspection of the intra aortic balloon pump (iabp) the automatic inflation failed upon startup, rendering it unusable. No patient was used and no injuries were caused.

Manufacturer narrative:
Due to character restrictions in e1: full event site name is (B)(6). A supplemental report will be submitted upon completion of investigation.